Event description:
It was reported that there is a high incidence of acid leak from the batteries that are being shipped with the remote express monitor kits. It was noted that some are leaking in the packaging and a high number are being discovered leaking in the monitors only a month or two after insertion into the monitors. No further information is available at this time. No patient complications have been reported as a result of this event.